Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is user error; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 4/21/2023, it was reported by a sales representative via email that an ar-6480 pump is low pressure. This was discovered during a procedure. The screen had no error message, and the high flow was on and still slow. The tubing was changed, and the case was completed.